Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.087 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was not reported to the clinician as the customer runs duplicate tropi es tests prior to reporting results (repeat patient result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eciq analyzer. Pre-service trop I es precision testing was unacceptable. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros tropi es reagent had malfunctioned. The assignable root cause is an instrument related issue.